Event description:
Caller states patient tested 8.0 inr and 8.0 inr on the coaguchek system while a comparison lab returned as 4.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Caller states patient tested 8.0 inr and 8.0 inr on the coaguchek system while a comparison lab returned as 4.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device system and replacement was sent.